Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n208525, implanted: (B)(6) 2009, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) site was still sore, and felt like the skin was being burned from the inside. A healthcare provider instructed to use patches. When the patient was lying down it sometimes felt like the skin was being pulled over the ins site. The soreness and burning sensation at the ins site occurred since implant. The patient noticed the change of the feeling of skin being moved about 3-4 years ago. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.